Event description:
It was reported that the patient had experienced loss of stimulation due to lead migration. It was also noted that the patient had inadequate stimulation despite reprogramming. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.